Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture with asystole greater than two seconds. It was discovered that the lead had a micro-dislodgement, and had only been implanted for one week. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity was unable to be tested due to cuts in the insulation 14.5 cm from terminal pin that was determined to have occurred during explant. An x-ray confirmed that there were no anomalies with the lead tip. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement.